Manufacturer narrative:
Product event summary: manufacturer¿s analysis confirmed the customer comment that the atrial output of the device was out-of-specification; the main printed circuit board (pcb) tested out-of-specification in an electrical manner. It was also noted that six decorative plugs were missing. All found defective parts were replaced and all other identified issues were resolved.

Event description:
It was reported that when testing the external pulse generator (epg), the atrial output was out of specification in the mid-ranges. Four other epgs had been tested with the same testing device with no issue. The epg had just been returned from the customer from the service center. The epg was returned for additional analysis. There was no patient involvement.

Manufacturer narrative:
Failure analysis was performed on the main board. Visual inspection revealed no anomalies. All tests passed on the automated test console. The device powered on to desktop and functioned as normal. No errors were noted in the logs. Conclusion: the reported event could not be confirmed, no defect found. If information is provided in the future, a supplemental report will be issued.